Event description:
This report is being filed after the subsequent review of the following journal article: lu, c.-c. Et al (2014) complications and technical pitfalls of titanium elastic nail fixation for midclavicular fractures. Orthopedics 37(4), e377-e383. From january 2007 to april 2008, 27 patients (17 men, 10 women; mean age 45.8 years; range 16.5-66.9 years) with marked displaced midclavicular fractures underwent fixation with titanium elastic nails (synthes, (B)(4)). No infection, nonunion, nail dislocation, or implant breakage occurred and all procedures healed without secondary procedures. A (B)(6) year old male requested implant removal but the implant could not be removed under general anesthesia so the protruding tip of the nail had to be cut. This is report 1 of 4 for (B)(4). This complaint is for an unknown titanium elastic nail. A copy of the journal article is being submitted with this medwatch. This report is for 1 devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis lu, c.-c. Et al (2014) complications and technical pitfalls of titanium elastic nail fixation for midclavicular fractures. Orthopedics 37(4), e377-e383. This report is for an unknown titanium elastic nail. Device code is for: 1 patient with misplaced nail insertion that required revision due to minimal use of x-rays during implantation, 2 patients w iatrogenic perforation of the posterolateral cortex with no reported product problem,1 patient with iatrogenic perforation of the posterolateral cortex with entry point pain and medial nail tip prominence with implant removal, and 7 patients with implant removal. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.